Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the mildly tortuous, moderately calcified, distal circumflex coronary artery. The graftmaster covered stent delivery system could not cross to the perforation, so it was removed without reported issue. The procedure was completed with balloon angioplasty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.